Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. As received, the belt failed the ECG fall off test. Upon evaluation, there was an open violet agnd in the cable connecting ECG electrodes c and d. Correction: belt was repaired and refurbished. The cause of the failure was the open wire in the ECG cable. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.